Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-38, m-11, and m-18. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, but the reported failure (monopolar not working c-38/m-11/m-18 errors) could not be reproduced. The erbe was connected to the system and logs showed 25913 c-38/m-11 errors confirming the fault occurred in the field. A visual inspection found the erbe had no significant scratches or dents. The front bezel was in decent condition. The erbe energized and cauterized and all ports recognized instruments on the system. Error c-37, measurement value for hf current too great with on, is the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer had issues with the monopolar energy not working. The customer replaced the instrument, instrument cord, and neutral pad, with no change. The error logs showed multiple c-38, m-11, and m-18 errors, indicating current measurement and internal timeout issues. The intuitive tech support engineer (tse) had the customer reboot the erbe, with no change. The tse asked if the customer had any devices near the erbe that could cause electromagnetic interference. The customer stated they did not. The tse then recommended to power down the erbe and disconnect the external foot pedal cables from the erbe. The customer stated they would try that when possible and possibly call back.

Manufacturer narrative:
Updated annex c - inv findings desc 2 to c19 - no device problem found.updated annex d - conclusion desc 2 to d14 - no problem detected.

Event description:
Refer to h11 for follow-up information.